Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a lower bowel procedure the first device did not fire and the second device did not cut. The procedure required conversion - lower bowel anatomosis not able to be completed.